Event description:
It was reported that externalized conductors were seen under fluoroscopy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.0-14.5cm from the distal tip. The silicone insulation was abraded and the sensing conductor was visible. The etfe coating was intact at the same location.